Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The lead was explanted and replaced. During extraction, a piece of the lead broke off and went into the patients lung. It was determined that further intervention was not needed as the patient would likely expel the piece during a cough. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: insulation damage was noted at 33.6-34.3cm from the distal end consistent with clavicle crush damage. The rv conductor etfe coating was abraded at 33.7-34.1cm from the distal end. This is consistent with the observation from the field of oversensing and inappropriate therapies. The lead tip was damaged in the field.